Event description:
An infusion pump with failure code 808:02 during service. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.